Event description:
The following information was reported on (B)(6) 2015: a female patient underwent an interventional coronary procedure. The patient was on anticoagulants. A mynxgrip (6f/7f) vascular closure device was deployed. Hemostasis was temporarily achieved and approximately 30 seconds later, the insertion site was observed to be oozing. Additional pressure was applied for 10 minutes. A clamp was then applied for approximately 1 hour. When the clamp was removed the oozing continued. Additional pressure was applied for approximately 10 minutes and the clamp was reapplied. After approximately 1 hour, the clam was removed and oozing resumed. 10 minutes of pressure was applied and the clamp reapplied. After approximately 2 hours, the clamp was removed and the site was dry. There was no hematoma at any time. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. (B)(4). Note: pi number is unknown as the lot number was not provided.